Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# l54220, implanted: (B)(6) 1998, explanted: (B)(6) 2000, product type: lead. Product ID: 7498-25, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that when the device was being removed, part of the lead broke off and was left in the body. The doctor told the patient it would be easier to just leave part of the lead in the body. Additional information received reported that the doctor was not aware of any factors that led to the lead breaking. No notes were available as this event occurred 15 years ago but possibility always exists. To the best of the doctor's knowledge, there was a total explant in (B)(6) 2000. Based on the patient's anatomy and circumstances, this is always a possibility explant. The patient had magnetic resonance imaging since and there were no reports of any lead material for 15 years. The doctor was aware of it now.